Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. At the recommended replacement time on (B)(6) 2012, the battery was less than/equal to 2.62 volts. The weekly battery voltage trend data shows a minimum battery voltage equal to 2.64 to 2.62 volts between (B)(6) 2012. (B)(4) - ceramic cap - the device was returned to the manufacturer, analyzed and tested out of specification. There was unspecified leakage of the ceramic cap.

Event description:
It was reported that the device experienced premature battery depletion. The device was removed and replaced. No known patient complications were reported as a result of this event.